Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and was found unresponsive. The patient was taken to a hospital and was released the following day. According to the reporter of the event, the ventilator alarmed when the patient disconnect occurred. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a patient who allegedly became disconnected from a ventilator and was found unresponsive. The patient's durable medical equipment dealer (dme) was contacted for additional information. According to the dme, the patient uses a wheel chair with a hand control. The bacteria filter, used in conjunction with the patient circuit, occasionally becomes disconnected from the ventilator when the patient moves the wheel chair back and forth. The dme indicated when the patient moves the wheel chair too far from the ventilator the bacteria filter disconnects from the ventilator. When it does occur the device alarms to alert the caregiver. During the reported incident in which the patient was found unresponsive, the caregiver was outside and did not hear the alarm. The dme confirmed the patient has recovered. Two devices are used by the patient and the dme has tested them and both were found to operate and alarm as designed. The device(s) will not be returned to the manufacturer for evaluation. The manufacturer concludes the ventilator operates and alarms as designed. The disconnect issue is being caused by excess stress being placed on the patient circuit.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging a patient became disconnected from a ventilator and was found unresponsive. The patient was taken to a hospital and was released the following day. According to the reporter of the event, the ventilator alarmed when the patient disconnect occurred. The patient's durable medical equipment dealer (dme) was contacted for additional information. According to the dme, the patient uses a wheel chair with a hand control. The bacteria filter, used in conjunction with the patient circuit, occasionally becomes disconnected from the ventilator when the patient moves the wheel chair back and forth. The dme indicated when the patient moves the wheel chair too far from the ventilator the bacteria filter disconnects from the ventilator. When it does occur the device alarms to alert the caregiver. During the reported incident in which the patient was found unresponsive, the caregiver was outside and did not hear the alarm. The dme confirmed the patient has recovered. Two devices are used by the patient and the dme has tested them and both were found to operate and alarm as designed. The device(s) will not be returned to the manufacturer for evaluation. The manufacturer concludes the ventilator operates and alarms as designed. The disconnect issue is being caused by excess stress being placed on the patient circuit. The coding has been updated to reflect the fsn for sound abatement foam degradation.

Manufacturer narrative:
Additional information was received on mar 26, 2025 and section h11 should be reported as: the manufacturer previously received information alleging a patient became disconnected from a ventilator and was found unresponsive.the patient was taken to a hospital and was released the following day.according to the reporter of the event, the ventilator alarmed when the patient disconnect occurred. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer's service centre, the device was visually inspected and verified particles in airpath. The device's downloaded logs were reviewed by the manufacturer service centre. There was no error codes found. The manufacturer concludes that there was visible foam degradation and device was scrapped. In this report, section d9, g3, h3, h6 has been updated.